Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failures, multiple scratches on screen which made harder to see also act and esc button was not responsive. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump rejected new batteries, had to change reservoirs and waste insulin and was slower to rewind. The device will be returned for analysis.